Event description:
This case was reported by a consumer and described the occurrence of anemia in a female patient who received super poligrip original denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip cream. At an unknown time after starting super poligrip cream, the patient experienced anemia and tremor. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. Manufacturer's comment: super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).